Event description:
Ethicon echelon 60mm powered stapler used during case and would not fire. New stapler obtained and case proceeded as expected. Misfired stapler sent to risk mgmt. FDA safety report ID# (B)(4).